Event description:
The initial reporter alleged false reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay. The initial elecsys hiv combi pt results were 27 coi (reactive) on two different serum samples. Additional testing included polymerase chain reaction (pcr) on the cobas 8800 system, which was negative; western blot (inolia score), which was negative; and hiv ag p24 electrochemiluminescence immunoassay (eclia), which was also negative.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data, as well as pre-analytical and instrument-related information. False reactive results may occur with this assay, as outlined in the method sheet under the sensitivity/specificity section. The root cause was attributed to a sample-specific discrepancy. Hiv confirmation testing, including pcr and western blot, confirmed the patient sample as hiv negative.